Manufacturer narrative:
Conclusion: part number: (B)(4). Description: custom pack cb1q91r6 ntuh ccs lot number: 221223152 quantity: 1 medtronic received information that during use of a custom tubing pack, the customer reported 3-way (purge line) slowly leaked blood. There was no patient impact associated with this event. According to the initial risk assessment the only affected lot with this nonconformance is the reported lot on the customer complaint (lot: 221223152) for catalog cb1q91r6, currently there are 28 more packs available from the affected lot at distribution center. Even though there are other lots numbers of the same pack (cb1q91r6) at the distribution center, it is not necessary to any special disposition since the risk zone (1). Is highly detectable before use and patient health or security is not compromise with this failure mode. Medtronic received information that during use of a custom tubing pack, the customer reported 3-way (purge line) slowly leaked blood. Per risk management document fmea0002-06 ¿process fmeca, cps process¿ rev ad, is identified for process function of ¿components and tubes connections¿ the associated potential failure mode of ¿leaks¿. As is observed, the severity for this event is 7 and the occurrence is and it is classified in the risk zone 1 according to 10191345doc ¿risk assessment and control¿. From september 2021 to november 2021 we have received: 10 complaints related with failure mode ¿leaks¿. No ncmrs have been open related with this failure mode. Currently our rty on cps is 99.22% of 135613 produced pcs. There are no records for ¿leaks¿ captured in the rty system. Complaint is confirmed for leaking. An analysis of this occurrence could not be performed without the returned product. After evaluation this complaint was determined to be alleged against a non-medtronic device. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. During revision of the complaint, we can observe that the leak occurs between manifold and a stopcock port that doesn¿t was manufactured by medtronic. Manifold 1133008-533 corresponds to coating orders 220885386 and 221062655. And raw material lot numbers 0010343705 / 0010368401. Q.c. Inspection form was reviewed, and no anomalies were found, and a certificate of compliance it is incl uded for each raw material lot number. Complaints received from september 2021 to november 2021 for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. Assessment against the medtronic risk management file p fmeca (fmea0002-06) indicates that the current risk zone does not exceed the risk zone predicted in the product pfmeca; therefore, no CAPA will be initiated at this time. There were no adverse patient effects as a result of this incidence. Review of the complaint file indicates sufficient information was provided for completion of this investigation. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure (sop297). This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported that the 3-way purge line slowly leaked blood. There was no patient impact associated with this event.